Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient started to feel sick, experienced tiredness, dehydration and the parent called 111. The patient was taken to the hospital, diagnosed with dka, and was admitted to ICU. The patient was treated with unspecified IV and injection. At an unspecified time of the event the cgm reading was 2.3 mmol/l and the bg reading was 32.0 mmol/l. The patient was admitted for less than 24 hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.